Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastric sleeve procedure. The manual stapling handle and reload were being used for the first cut. The stapler was not able to fire. There was a noise inside the handle. The surgeon was able to press the green button and was able to squeeze the handle. A component of the device broke off, perhaps something inside the handle. The reload is broken at the connection point between the shaft and the cartridge. In order to resolve the issue and complete the case, the resection was done without the manual stapling handle. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Additional information: section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the severely damaged subject reload. The instrument firing knobs were advanced to the 30 mark and the articulation lever was articulated to the left. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.